Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected. Due to this issue, the customer experienced a blood glucose (bg) level of 329 mg/dl leading to an emergency room (ER) visit. While in the ER the customer received treatment for their bg level; no details regarding the treatment received were provided. The customer was released from the ER with a bg level of 403 mg/dl and in a stable condition.